Event description:
A malfunction on the pump was reported. There was no adverse impact to the customer's blood glucose level. The customer experienced at least three occurrences of the same pump malfunction, but no notable events occurred before these incidents. The customer was advised by technical support to continue using the current pump while a replacement with updated software was sent. Instructions for returning the faulty pump and for setting up the replacement were provided, and the customer acknowledged these guidelines.